Manufacturer narrative:
Evaluated one opened and used enlite sensor. We found cannula retracted and broken inside sensor base; however broken part was found. We were unable to confirm if customer received sensor in said condition due to customer returning device opened and used.

Event description:
Customer reported via phone call sensor anomaly. Customer advised they took out the sensor and there was no electrode. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened and used enlite sensor. We found cannula retracted and broken inside sensor base; however broken part was found. We were unable to confirm if customer received sensor in said condition due to customer returning device opened and used.